Manufacturer narrative:
This complaint was identified during a literature review. Hemorrhage is a known risk associated with cryoablation of renal cryoablation and included in the product labeling. Lot numbers were not provided and therefore a lot history record review could not be performed. The devices were not returned and there were no device malfunction reported in the article.

Event description:
This complaint is derived from a literature publicized in 2018 in the cardiovasc intervent radiol titled "ice ball crack during CT-guided renal cryoablation using 1.5- mm-diameter cryoprobes". The author stated in the discussion section that during their reviews of laparoscopic renal cryoablation, ice ball fractures occurred in 8-17% of cases, some of which requiring blood transfusions or surgical managements. The author explained that when cracks occur in an ice ball, the adjacent renal parenchyma will be also involved in the fracture, and this could lead to massive hemorrhage.